Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 46 mg/dl. The customer was treated for low glucose with milk and peanut butter crackers and she was not hospitalized. The customer does not have a new aaa alkaline battery to test with the device. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer did not want to finish the troubleshooting, she did not want her settings erase.

Manufacturer narrative:
Findings: unit received with blank display due to loose b1 connector on interface board noted. Unable to perform displacement test, rewind test, basic occlusion test, prime/a33 test, occlusion test, excessive no delivery test, operating currents meas. And off no power test due to blank display. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. Moisture damage noted on fsr and all electronic assemblies. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.